Manufacturer narrative:
The actual lot number used in this procedure is unk. Two lot numbers (06d20f and 06g26i) were noted by the user facility to be in their inventory at the time of this report. Results from the product history record review for these two lots indicated the product met release criteria. Retention samples from these lots were tested, no deviations found. No other complaints have been received for these two lots.

Event description:
The nurse reported a patient experienced a cloudy cornea after using this product with lidocaine during cataract surgery. It was reported the patient may lose their cornea. The cause of the event is not known. The facility stated the surgeon is focusing on the lidocaine. The manufacturer of the lidocaine was notified of this report by the surgeon.